Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had activated a pod both the needle and the cannula had not deployed. The patient had removed the pod from the insertion site after 1 minute. The patient did not have another pod to apply. After 6 hours with no pod being worn the patients blood glucose level had rose to over 400 mg/dl. The patient spoke to their doctor and received instructions to use an insulin pen as back up, drink gatorade and check to check their blood glucose levels frequently.